Event description:
Patient underwent lead revision surgery and the lead impedance was within normal limits once a new lead was implanted. The explanted lead has not been received by product analysis to date.

Event description:
The explanted lead was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead. Note that since a portion of the lead assembly (body) and a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. The lead fracture allegations were confirmed in the pa lab. During the visual analysis of the second portion, what appeared to be a stress induced break was observed at 85mm on coil1. In addition, coil1 and coil2 appeared to have stress induced fractures at 122mm. The end of coil2 at 213mm was also found to be broken, the coil end was dark and pitted, due to the condition of coil end the fracture mechanism could not be ascertained. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. Abrasions observed in various locations, possibly caused by wear. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified abraded openings and cut ends.the condition of the lead electrodes is consistent with conditions that exist due to manipulation of the lead during the explant procedure.

Event description:
Additional information received noting that the patient underwent surgery and their original generator could not be interrogated pre-op due to battery depletion. Once the new generator was implanted, high impedance was still observed despite re inserting the lead pin multiple times. The patient had x-rays performed and the images revealed a break in the lead. The explanted generator was not made available for return. No known surgical intervention has occurred with the lead to date.

Event description:
Patient presented with high impedance at a follow-up visit and they were referred for a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date